Manufacturer narrative:
Medical records were received and reviewed by a medical professional. From a medical perspective, based on the information available to be reviewed, it is unlikely that the complaint is product related. The complaint sample was received and forwarded to r&d for investigation. Complaint confirmation, root cause, and possible corrective actions are pending completion of evaluation report. The complaint document will be reopened and updated upon receipt of the evaluation report. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6), 2016.

Manufacturer narrative:
Conclusion and justification status for MDR: update. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address instability. Update 7/8/2015 & 7/22/2015 medical records received. After review of the medical records for MDR reportability, a preoperative note from (B)(6) 2012 indicated pain along with the instability. The insert is now being reported for the pain.